Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed pressure transducer test during pre-use check. Our field service engineer has investigated the reported ventilator on site. The nozzle unit was replaced to resolve the issue and sent back for investigation. The returned nozzle has been tested in a ventilator. It failed the pre-use check with pressure transducer test. This issue was intermittent as the ventilator passed several pre-use checks before it failed. It was noticed that the failure happens when the nozzle is left inside the gas module in standby for sometime. The valve inside the gas module will be pressed on the membrane of the nozzle unit which causes the membrane to become sticky, after that the pre-use check fails. However, if the ventilator is set on ventilation for about 2 minutes, the stickiness of the membrane disappear and the pre-use check will pass after that. The root cause for the sticky membrane is not established in this investigation. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. The membrane stickiness may cause the feather spring to get stuck to the membrane while being pressed onto it and thus causing a delay on release.